Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received externalized conductors due to internal insulation abrasion were found at 8.5-10.8cm and 11.2-13.7cm from the lead tip. The etfe coating was abraded at 11.2cm from the lead tip. Internal insulation abrasion was found at 19.9-20.4cm from the lead tip. The etfe coating was intact at the same location. The reported impedance and threshold anomalies could not be confirmed due to o the returned condition of the lead.

Event description:
It was reported that during the follow up, a sudden rise in the pacing impedance and threshold was observed. The lead was explanted and replaced.